Event description:
The customer reported discrepant thyroglobulin antibodies (thgab) results, for several patients, involving unicel dxi 800 access immunoassay system. It is unknown if the discrepant results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed system verification protocol, no issues were noted. All system results conformed to the manufacturer's published performance specifications. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.